Manufacturer narrative:
(B)(4).

Event description:
The customer complained of an erroneous result with the elecsys hcg test system (hcg stat) on an e601 analyzer. Prior to running the test, the customer performed maintenance on the analyzer and ran quality controls. The customer is not sure if the controls were run before or after maintenance. The initial hcg stat was 249 miu/ml. This result was reported outside the laboratory. The test was repeated on the e601 with a result of 164 miu/ml. The test was also repeated on an e411 analyzer with a result of 925 miu/ml. The customer believed the e411 result (925 miu/ml) was correct. Quality controls were repeated on the e601 and were out of range. The patient was not adversely affected. The hcg stat reagent lot number was 1236701 with an expiration date of 04/30/2017. The field service representative ran performance testing, which failed on the measuring cell used for the test in question. He made voltage adjustments and ran more performance tests. He also ran a cell blank calibration. The customer recalibrated all tests on the e601 and ran quality controls. All tests were within specification, and the system was operational.

Manufacturer narrative:
After the work performed by the field service representative the customer refused any further follow-up on the event. The investigation was unable to determine a specific root cause.